Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08334. It was reported that stent thrombosis occurred. The target lesions were located in the left main (lm) arteries. Two synergy¿ drug-eluting stents were advanced and implanted in the lesion. However, thrombosis issues were noted post-procedure. No further patient complications were reported.